Manufacturer narrative:
The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 ii assay results for one patient sample tested on a cobas 6000 e601 module with serial number (B)(4). The initial results were reported to the medical personnel and the patient. The patient's sample was rerun on a siemen's analyzer with an unknown method. This medwatch is for the ft3 assay. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.

Manufacturer narrative:
A sample from the patient was provided for investigation. The customer's high ft4 result from the analyzer could not be reproduced. An ft4 iii assay was performed and the result was found to be below the reference range and was comparable to the competitor method's result. The customer's high ft3 result from the analyzer could be reproduced. An ft3 iii assay was performed and no difference between the ft3 iii test generation could be observed. Upon further investigation of the patient's sample, an interferent against the ruthenium (ru)-label was observed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
Updated medwatch field: b7 other relevant history.

Manufacturer narrative:
The patient's sample was further investigated. The presence of an interfering factor against the ruthenium (ru)-label of the ft3 and ft4 assays was confirmed. The investigation also found the sample contained an interference against the streptavidin component of the reagent.